Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire. In addition to the foreign object found inside the nozzle, other evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover; the adhesive on the bending section cover was chipped; no air/water was fed due to clogging of the nozzle; the bending tube was deformed; the connecting tube was dented, wrinkled, and discolored; the electrical contact of the endoscope connector had a discolored area; the suction connector and the upward/downward knob were corroded; the suction cylinder and the forceps channel port were shaved; the control unit was discolored; the bending tube was deformed; and there was a lack of image on the monitor due to dirt on the objective lens.lastly, there were scratches on the following parts: the bending section cover, switch#1, the scope connector cover unit, the suction connector; the protector of the universal cord on the suction connector side and the control section side, the universal cord, the image guide protector, the grip, the scope cover, the switch box, the forceps elevator lever/knob, the upward/downward knob, and the right/left knob. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning or any abnormalities in the accessories used for reprocessing. The customer did not flush the air/water nozzle with water and air and it is unknown if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer did not flush the air/water nozzle channel with the detergent solution, however, they did immerse the endoscope in the detergent solution.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the foreign material most likely remained in the nozzle since the reprocessing was deviated from the instruction manual based on the obtained information. However, the root cause of the events could not be determined.the event can be detected and prevented in accordance with the following IFU:the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection.the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories).olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had a bad angle. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.